Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. 37 events had no patient involvement; no patient impact. 19 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 56 events were reported for this quarter. Product return status: 36 devices were received. 9 devices were not available for evaluation. 11 device investigation types have not yet been determined. Additional information: 56 devices were not labeled for single-use. 56 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 56 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 3015967359-2022-00246. 55 previously reported events are included in this follow-up record. Product return status: 37 devices were received. 13 devices were not available for evaluation. 5 device investigation types have not yet been determined.

Event description:
This report summarizes 55 malfunction events in which the device reportedly overheated. 36 events had no patient involvement; no patient impact. 19 events had patient involvement; no patient impact.

Event description:
This report summarizes 55 malfunction events in which the device reportedly overheated. 36 events had no patient involvement; no patient impact. 19 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 55 previously reported events are included in this follow-up record. Product return status: 39 devices were received. 16 devices were not available for evaluation.